Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy was hospitalized due to an infection, reportedly ¿caused by the cycler.¿ no additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unknown) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, duration, frequency unknown). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s vancomycin was discontinued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event, despite the patient¿s allegations of device involvement. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Furthermore, the patient continues to undergo ccpd therapy utilizing a replacement liberty select cycler.